Event description:
A customer reported that a system message displayed causing the system to lock during a cataract extraction procedure. Following a 30 minute delay, an alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for eval and no additional info provided related to this event for this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).